Event description:
It was reported the pt experienced ineffective stimulation in his left hip. Reprogramming was unable to resolve this issue. The pt indicated he has a minor defect of his left hip. The pt is to follow-up with his physician and x-rays may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.